Manufacturer narrative:
Location of event: (B)(6).

Event description:
It was reported that on (B)(6) 2021 hemolysis was seen along with increased plasma free hemoglobin. Continuous renal replacement therapy (crrt) was started. On (B)(6) 2021, continuous hemodiafiltration (chdf) continued and blood drainage was poor. At that time the hmii speed was 9200. On (B)(6) 2021, chdf was stopped and the pump speed was 9400. On (B)(6) 2021, the patient had decreased urine, milrinone was increased, and the pump speed was increased to 9600. After 3pm, urine was increased and chdf was started again to reduce the work of the right heart. On (B)(6) 2021, the patient had good urine output with lowered central venous pressure (cvp). Dobutamine was started as the support and the patient stated that they were getting much better. On (B)(6) 2021, chdf was weaned. The clinical team would continue to monitor the patient for improvement as a means to rule out pump thrombosis.

Event description:
It was reported that the patient complained that it was hard to breath. It was found by a computed tomography and echocardiogram that the outflow graft path was narrowed by thrombus like a material grew under the bend relief. The plasma-like or protein-like material grew between the bend relief and the outflow graft was removed on (B)(6) 2021. The log file reviewed on (B)(6) 2021 for the increase of pump power and the flow with 1000+ lactate dehydrogenase (ldh) and high free plasma hemoglobin. On (B)(6) 2021 heart failure symptoms were confirmed and continuous renal replacement therapy (crrt) was started in the intensive care unit (ICU). On (B)(6) 2021, another log file was reviewed because the once lowered ldh increased again. The pump was exchanged to heartmate 3 on (B)(6) 2021 due to suspected pump thrombosis. The thrombus was visually confirmed from the explanted pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) confirmed the presence of pump thrombosis, which could have contributed to the reported increase in ldh level and elevated power. The report of an outflow graft obstruction cannot be confirmed. The account submitted log files for review. Analysis of the submitted log file revealed transient power elevations up to 11 watts were recorded (B)(6) 2021. The pump remained above the low-speed limit and appeared to be functioning as intended. (B)(6) was returned assembled with the driveline (dl) cut approximately 4.5¿ from the pump housing. Approximately 11.5¿ of the internal portion of the dl was returned and 21.5¿ of the distal portion of the dl was also returned. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port and the outflow graft was returned detached from the outlet elbow. The bend relief and bend relief collar were also returned detached to the outflow graft. Examination of the blood tube/rotor inlet revealed a thrombus formation adhered to the rotor¿s bearing ball. A similar formation was adhered to the inlet bearing cup in the distal side of the inlet stator. The laminated structure of these formations indicates that they developed over an undetermined period of time while (B)(6) was supporting the patient. The two formations were similar in color and structure and were likely a single formation prior to the disassembly of the pump. Although a specific cause for the formation of this thrombus could not be determined, it could have contributed to the reported elevated ldh. In addition, examination of the proximal-side of the outlet stator revealed a small thrombus situated adjacent to the outlet bearing ball and stator blades. The lack of laminated layering indicates that the thrombus did not initially form in this location. The specific origin of this thrombus could not be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jun2019. Heartmate ii lvas IFU, rev. B, is also available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 outlines indications of pump thrombosis, as well as how to respond to such events. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was scheduled for reoperation due to outflow graft stenosis. The surgeons were only thinking about removing mural thrombus within the graft. There was concern for thrombus in the pump. The patient's lactate dehydrogenase (ldh) levels had gradually risen from baseline 500-650 units per liter (u/l) to 760 u/l. A log file review was requested and the log file and showed pump powers greater than 10w but the fixed speed of the pump was 10,000rpm, which would require a baseline power of 7-8w. The above baseline powers were all associated with pulsatility index (pi) events. Of note, the fixed speed was changed from 9,400rpm to 10,000rpm on (B)(6) 2021 which raised the pump power to a baseline of 7w. If there was a potential thrombus, unable to tell from the log file if it was on the rotor of the pump or within the pump circuit. Additionally, it was reported that the patient complained of a small and short alarm occurring while resting in bed. The facility could not find any alarm from the system monitor. The alarm occurred around 15:20. The patient recalls hearing two small and short sounds while resting. The system was tethered to a power module. A log file review was requested and log file showed elevated flows above the normal parameters for the set speed of 9600 rpm. The flows dropped back to within normal parameters. It was recommended that the customer monitor the patient for further elevations in flow. There were 3 normal power cable disconnect events associated with power source change overs. Additionally, it was reported that the patient underwent decompression surgery due to external compression of the outflow graft. After that, patient's lactate dehydrogenase (ldh) temporarily dropped from 700 u/l. Starting on (B)(6) 2021, ldh rose and reached 1013 u/l on (B)(6) 2021. The pump power also increased to 8w. Because of this, the doctors increased the amount of heparin injected. Log file showed flows well above the normal parameters. This is usually caused by something building up on the rotor of the pump. Additionally, it was reported that the ldh levels of the patient had risen from baseline (500 u/l) to 1000+ u/l over, so physicians administered heparin and further adjusted the pump speed. Although the patient's ldh level was gradually decreasing around 800 u/l on (B)(6) 2021, the surgeons were worried about the risk of pump thrombus and were having trouble deciding whether or not to exchange the pump. Additional log files reviewed noted multiple unsustained power/flow elevations on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. According to the clinical, the patient did not present any symptoms, however the facility was still concerned about thrombus. Reportedly, the vector of the inflow cannula had not been appropriate since the patient's first hmii (heartmate ii) implant in 2017. Urine color and volume of left ventricle unloading would be checked. Additionally, it was reported that the patient had undergone reoperation for removal of a gelatinous matrix between the outflow graft and bend relief. Although ldh levels had risen from baseline (500 u/l) to 1000 u/l after the operation, the ldh level was gradually decreasing and had since been around 800 u/l. The log file noted a manual speed increase on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.